Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed low battery after battery changes. Customer stated that the battery light is not working as well. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected low battery alarms were noted. The backlight display functioned properly. No backlight display anomaly was noted. The pump had a severely scratched display window, a cracked reservoir tube lip and torn keypad overlay.